Event description:
In (B)(6) 2010, the patient started peritoneal dialysis treatment. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On an unreported date, a peritoneal effluent analysis and culture were performed. The results of the culture were unknown. On an unreported date, the patient began remedial therapy with vancomycin (1gm, intraperitoneal (ip) and cefepime (1gm). Pd therapy was ongoing. The peritonitis was resolving. No concomitant medications were reported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). The device involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.